Manufacturer narrative:
The product has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported to a distributor that during a laser treatment a spark occurred around 500/600 reps. The treatment was completed by using a new tip. There was no patient impact or dialectic breakdown observed on the tip.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. The customer observed sparking from the thermage cpt tip during treatment. The customer reported that they did not observe damage to the tip membrane. Damage to the rf trace can potentially cause sparking during treatment. The tip was returned for evaluation. Service was unable to confirm sparks. Tip passed flow, leak, visual, and thermistor testing. Based on the available information customers account of top sparking could not be confirmed.